Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record cannot be performed as no lot number was reported for this complaint. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that upon on opening the box containing the sterile pulsavac, the twine was sticking out of the box, preventing a proper seal of the paper to the plastic. No adverse events were reported as a result of this malfunction.